Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. No adverse patient effects were reported. The implantable cardioverter defibrillator (ICD) and rv lead remain implanted and in service. Additional information received indicates boston scientific technical services (ts) was contacted during in-hospital troubleshooting. Provocative maneuvers were preformed in-clinic and were unremarkable. Ts recommended commanded shocks to test lead integrity. Induction testing was performed, and a 41 joule shock was delivered with out-of-range impedance resulting in code 1005, which is indicative of shock impedance greater than 145 ohms (the ventricular fibrillation was terminated with external defibrillation). Subsequently, the patient underwent a revision procedure a few days later, and a new ICD system was implanted (the rv lead was surgically capped/abandoned, and the ICD was explanted and replaced). No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. No adverse patient effects were reported. The ICD and rv lead remain implanted and in service.